Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event occlusion (pt: vascular occlusion), was deemed to meet serious criteria of required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This case was linked to lssmv case number (B)(6), referring to the same reporter and the same reaction. This spontaneous report was received from a u.s. Physician and concerns a female patient. She was injected with a total of 1.5 ml of radiesse®, into the nasolabial folds, the day prior to this report, on (B)(6) 2021. A total of 1.5 ml of radiesse® was diluted with 1.5ml of normal saline (product preparation issue, off label use of device). The patient was injected with 2 ml into the left side (1 ml of radiesse®) and with 1 ml into the right side (0.5 ml of radiesse®). On (B)(6) 2021, immediately after the treatment with radiesse®, the patient experienced symptoms of numbness where radiesse® was injected, and her skin blanched. A warm compress was used and after a minute or two the patient felt better and insisted on leaving. As reported, the numbness and blanching, seemed to resolve after the heat, compress and massage. That night, the patient called and said that she felt normal, but had a little bit of pain on her upper lip when she opened her mouth, and she noticed blueness on the left inner brow and on the left upper lip. Due to provided information the outcome of the event numbness was considered as resolved, on (B)(6) 2021. Due to provided information the outcome of the event skin blanched/blueness was considered as not resolved, and the outcome of the event pain was considered as unknown. Follow-up information was received on 31-dec-2021: this case was upgraded to serious. The event occlusion was added. The events numbness, pain and skin blanched/blueness were deleted, as they were considered to be symptoms of occlusion. It was confirmed that the initial numbness and discoloration persisted to present as an occlusion, where blistering appeared up the nose and face. The patient was treated with sodium thiosulfate, hyaluronidase, and hyperbaric oxygen. The outcome of the event was unknown.